Event description:
The customer reported via phone call that they received a button error alarm and a battery out limit alarm. The customer's blood glucose was 240 mg/dl at the time of incident. Customer also reported experiencing a high blood glucose of 400 mg/dl. Customer stated they treated their blood glucose with the insulin pen. The customer declined to troubleshoot for their high blood glucose. The customer could not recall any significant events leading to the alarm. Customer stated they have dropped the insulin pump in the past. It was also found the customer did not receive multiple battery out limit alarms. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.